Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and partial display on the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer stated that there was a black dot on the screen. The customer was not able to see other icons. The customer reported damage to the top left of the lcd screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No missing segments, partial display or black dot on the display was noted. The reservoir icon was visible and functioned properly. The pump was received with cracked battery tube threads and minor scratches on the lcd window.